Event description:
Description and product forms updated.

Manufacturer narrative:
Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Revision of global ap to delta xtend. Reason for revision given as pain. No infection present.

Manufacturer narrative:
This complaint is still under investigation.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases finds no other reports against the product and lot code combinations since their release to distribution. Additionally, research using the as400 system indicates that several other devices from the reported lot have been delivered and are considered successfully implanted as no other reports have been received. Review of provided patient x-rays by a depuy r&d product manager finds that the provided x-rays indicate that the humerus is riding up due to poor rotator cuff muscles, also seen is humeral head articulation against the upper section of the glenoid and coracoacromial arch. Hypothetically, this could cause pain. However, due to the lack of product and additional information the investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened.